Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that during smr upgrade, it was noticed that patients primary controller display, was partially unreadable, some characters faded out. An elective controller exchange was performed and it was further stated that there were no effects or consequences to the patient. No additional information available.

Manufacturer narrative:
One controller was returned for evaluation. Visual and functional testing was conducted in order to evaluate the performance of the device in relation to the reported event of "display error". The reported event was not confirmed during visual inspection or functional testing. Analysis of the device revealed that the device did not meet specification; the device passed functional testing but failed visual examination due to a broken power port 2 connector. This observation is not related to the reported event. Functional testing revealed that the display was working as intended; the characters and back light were present on the display. The most likely root cause of the damaged power port connector observed during the analysis of the controller may be attributed to a forced connection to the port causing the connector to break. A root cause could not be determined as the reported event could not be duplicated at the bench level. The manufacturer is investigating damaged power port connectors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.